Event description:
It was reported that a patient returned for a follow up appointment for a percutaneous fusion of the t10 to l3 which was implanted on october 16, 2013. It was notices that one of the set screws had become disengaged from the screw. The device remains implanted within the patient.

Manufacturer narrative:
A device evaluation could not be conducted as the device remains in the patient. A device history record (DHR) review could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the mis single inner setscrew was conducted on the specific code from the complaint as there is no device family for this mis setscrew. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. Additionally, a 12 month complaint search was also conducted involving a search on the surgeon and sales rep. It was noted that there were no other complaints reported. As such, the torque handle was not implicated in this complaint. Without a product sample we are unable to identify the root cause. No corrective action is required as we are unable to identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.